Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The initial reporter named in block is a getinge employee whose contact details are: (B)(6); which differs from that of the event site. To repair the issue, the getinge fse replaced the solenoid driver board and completed the pm. Functional and safety checks were performed to meet factory specifications. The unit was then cleared for clinical use.

Event description:
The getinge field service engineer (fse) reported that during a preventative maintenance (pm) on the cs300 intra-aortic balloon pump (iabp), the condensate removal module voltage on the solenoid driver board was below tolerance. There was no patient involvement, thus no adverse event was reported.